Event description:
Per the health care professional, the electrode array of the pt's device was not placed in the cochlea during the initial implant sugery. The surgeon indicated that the pt's middle ear anatomy was "unusual." The pt will be explanted and reiplanted at a later date.